Event description:
Related mfg report numbers: 3005334138-2019-00123 and 2182269-2019-00023. During an ablation procedure, a pericardial effusion occurred. The patient became hypotensive and an external cardiac ultrasound and ice confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was stabilized. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.